Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2020 by a physician which refers to a 58 year-old female patient. The case narrative contains additional information received from (B)(6) 2020. The patient had breast cancer 8 years ago, received radiation therapy and had been on tamoxifen [tamoxifen], since then treatment was on going. The patient was healthy at the time of this report after received treatment for breast cancer. The patient also had pollen allergy. Concomitant medication included cetirizine for pollen allergy. The patient had not received any previous filler injections. On (B)(6) 2020, the patient received treatment with 1 ml restylane defyne (lot 17568-1) in lips and marionettes area using sharp needle (unknown injection technique) and 1 ml of restylane skinbooster vital lidocaine (lot 18126-1), periorally, laterally in face, nasolabial folds, lower part of cheek using sharp needle (unknown injection technique). 14 days later, on (B)(6) 2020, the patient experienced superficial and deep lumps/rock hard persistent nodules(implant site nodule) could be felt in the lips, but they had become smaller during the prior few days. On (B)(6) 2020, the lumps in the upper lip had still not disappeared. There were two lumps in left side of upper lip, which were visible and one a bit more diffuse lump in right side of upper lip. The patient was injected with 25 i.u hyalase [hyaluronidase]. On (B)(6) 2020, the patient also received 1 ml of restylane skinbooster vital lidocaine (lot 18126-1) periorally, laterally in face, nasolabial folds, lower part of cheek using sharp needle (unknown injection technique) for the second time. On (B)(6) 2020, the patient had a re-visit and the lumps in the upper lip had disappeared after last hyalase treatment, but had then returned, even more and larger. Lumps had also appeared on the right side of the lower lip, a little in the right corner of the mouth and a large lump had appeared in the left corner of the mouth (a bit further down). The patient stated that she was otherwise in good shape and that her general condition was good. The physician explained that it was an encapsulation(encapsulation reaction), and can often appear due to a weakened immune system and possible underlying disease. The patient also stated that she had used collagen [collagen] tablets since an unknown date in (B)(6) 2020 (reported as 4 weeks prior to this visit), for about 2 weeks. The patient also stated that, besides the lumps, there were no other skin reactions. The patient was injected with 175 i.u. Hyalase, distributed over mentioned area and most of it was put on the left side of the upper lip where the lumps were most pronounced. On (B)(6) 2020, the patient had another check-up after receiving hyalase as she felt that the lumps had become even more prominent and had experienced no effect of the hyalase treatment done previously. The general condition was still good, and there were no signs of infection. The lumps were not painful either. The patient was injected with 70 i.u. Hyalase, distributed on the same areas as was received the previous time, with most of it placed on the left side of the upper lip. The reporting physician also prescribed prednisolone [prednisolone] for 10 days. On (B)(6) 2020, 5 days after the last hyalase treatment, and start of prednisolone treatment course, it felt that it had become much better. The mouth did not look as skewed as it did previous time, and the lumps had become smaller (photographs attached). However, they were still there, and there was a need for another hyalase treatment both in the lips and on the left side marionette. The patient was going to see her general practitioner on (B)(6) 2020, to take crp test and for a general check-up. The patient had also started to get psoriasis outbreaks on the legs(psoriasis), so it was thought that she had something underlying going on in the body. Hence, hyalase treatment was withheld until end of that week/next week, since she became so swollen(implant site swelling). The lumps were not visible any longer, and were not painful/uncomfortable. The patient still had 5 days left of the prednisolone treatment course, and there was a possibility that they became even smaller after the treatment ended. So it was thought fine to wait a while. On an unknown date in (B)(6) 2020, the patient visited her general practitioner where crp was taken and was fine. On (B)(6) 2020, there was nothing to suggest that the general condition was reduced. The patient still had large lumps in both upper and lower lip, but a bit less since the previous visit. It was reported that right side lower lip felt better. The lumps on the right side of the upper lip spread slightly upwards. The patient felt that lumps in marionettes had become even bigger. The patient was injected with 125 i.u. Hyalase distributed over the mentioned area and was massaged well. On (B)(6) 2020, the patient herself felt that the lumps became somewhat smaller 1-2 days after the hyalase treatment, but then they came back and often moved a little. The lumps were almost as they were when she was there during the last visit. It was reported that the lump in the left side marionette had dissolved to some extent, but more small bumps had developed there, especially on the right side. The upper and lower lips were quite similar as to the previous visit. Also, lump formations had appeared on the left side nasolabial fold, reported to have been obviously from the skinbooster that was placed earlier. The patient was injected with 170 i.u. Hyalase, distributed over the mentioned areas. On (B)(6) 2020, up to 10 rock-hard nodules could be palpated in upper and lower lip, in varying size, both deep and more superficially at the wet edge. It was reported that 2 were larger and more diffuse and ther were very firm nodules on each side marionette area, as well as 3 smaller and superficial nodules in the nasolabial fold. The patient received 225 I. U. (Dissolved in 1 ml nacl [nacl]) hyalase in lips, marionette area and nasolabial fold. It was reported that the physician met such great resistance in the nodules that it required use of force to inject. Hence, the reporter suspected that, the hylase was not distributed and did not get access to all the filler that was wished to be dissolved. It was recommended to reduce the treatment interval from 1 week to 2-3 days. On (B)(6) 2020, the patient stated that she was no longer swollen in the lips in the morning, something she had experienced every morning from the day of treatment of the lips until (B)(6) 2020. The reporter could still palpate clearly defined and rock hard nodules in lips which were less defined, but were still very firm in marionettes. The patient received 4 vials, 600 i.u. (Dissolved in 50 ml nacl) of hyalase in upper and lower lip, marionette and left side nasolabial fold. The areas were massaged hard and long. On (B)(6) 2020, the patient stated a slight improvement in marionette and nasolabial fold, not in lips. The patient was started on dalacin [clindamycin hydrochloride] treatment course 300 mg, four times in a day for 10 days and another hyalase treatment on (B)(6) 2020 was agreed upon. As per follow up information received on (B)(6) 2020, the physician had recommended antihistamine since the patient had a pollen allergy and he had experienced something similar before. But the challenge was that the patient had been on cetirizine [cetirizine] all the time and treatment was on going. There were still hard lumps, after 4 rounds of hyalase without much effect. As per follow up information received (B)(6) 2020, that patient was recovered on (B)(6) 2020. The reporter classified the case as non-serious, and stated that the nodules/lumps were possibly related to the treatment. Outcome at the time of the report: lumps/rock hard persistent nodules was recovered/resolved. Encapsulation(encapsulation reaction) was recovered/resolved. Swollen was recovered/resolved. Psoriasis outbreaks on the legs was unknown. Tracking list: v.0 initial v.1 fu received on (B)(6) 2020 from another physician: second reporter details and concomitant medication (antihistamine) were added. V.2 fu received on (B)(6) 2020 from primary reporting physician: reporter details, patient demographics, concomitant medication (cetirizine), suspect device implant location, lot number, expiry date, event onset date, outcome and reporter causality were updated.

Manufacturer narrative:
Pharmacovigilance comment: the serious events of implant site nodule and encapsulation reaction were considered expected and possibly related to both treatments. Serious criteria includes the need for multiple medical interventions with hyaluronidase, steroids and antibiotics. The non-serious event of implant site swelling was considered expected and possibly related to restylane defyne treatment but unrelated to restylane skinbooster vital lidocaine treatments since the event was confined to the lips where the restylane defyne was implanted. The non-serious event of psoriasis was considered unexpected and unrelated to both treatments. Potential alternative etiologies for psoriasis include triggers such as environmental and lifestyle factors. Potential contributory factors for the lumps, encapsulation and psoriasis include an underlying systemic inflammatory disorder. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation (CAPA comment): the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: no potential quality issues have been identified in the manufacturing process of the specified batch 17568-1. The batch is manufactured and released according to galderma quality management system.

Manufacturer narrative:
Pharmacovigilance comment: the serious events of implant site nodule and encapsulation reaction were considered expected and possibly related to both treatments. Serious criteria includes the need for multiple medical interventions with hyaluronidase, steroids and antibiotics. The non-serious event of implant site swelling was considered expected and possibly related to restylane defyne treatment but unrelated to restylane skinbooster vital treatments since the event was confined to the lips where the restylane defyne was implanted. The non-serious event of psoriasis was considered unexpected and unrelated to both treatments. Potential alternative etiologies for psoriasis include triggers such as environmental and lifestyle factors. Potential contributory factors for the lumps, encapsulation and psoriasis include an underlying systemic inflammatory disorder. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation (CAPA comment): the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 25-aug-2020 by a physician which refers to a (B)(6) year-old female patient. The patient had breast cancer 8 years ago, received radiation therapy and had been on tamoxifen since then, and would use it for 2 more years. The patient was healthy at the time of this report after received treatment for breast cancer. The patient also had pollen allergy. The patient was not taking any other regular medicines or supplements. The patient had not received any previous filler injections. On (B)(6) 2020, the patient received treatment with 1 ml restylane defyne (lot unknown) in lips and marionettes using sharp needle (unknown injection technique) and 1 ml of restylane skinbooster vital (lot unknown), periorally and laterally in face using sharp needle (unknown injection technique). On (B)(6) 2020, the patient had a check-up and a couple of lumps/rock hard persistent nodules(implant site nodule) could be felt in the lips, but they had become smaller during the prior few days. On (B)(6) 2020, the lumps in the upper lip had still not disappeared. There were two lumps in left side of upper lip, which were visible and one a bit more diffuse lump in right side of upper lip. The patient was injected with 25 i.u hyalase [hyaluronidase]. On (B)(6) 2020, the patient also received 1 ml of restylane skinbooster vital (lot unknown) with sharp needle, periorally and laterally in face (unknown injection technique) for the second time. On (B)(6) 2020, the patient had a re-visit and the lumps in the upper lip had disappeared after last hyalase treatment, but had then returned, even more and larger. Lumps had also appeared on the right side of the lower lip, a little in the right corner of the mouth and a large lump had appeared in the left corner of the mouth (a bit further down). The patient stated that she was otherwise in good shape and that her general condition was good. The physician explained that it was an encapsulation(encapsulation reaction), and can often appear due to a weakened immune system and possible underlying disease. The patient also stated that she had used collagen [collagen] tablets since an unknown date in (B)(6) 2020 (reported as 4 weeks prior to this visit), for about 2 weeks. The patient also stated that, besides the lumps, there were no other skin reactions. The patient was injected with 175 i.u. Hyalase, distributed over mentioned area and most of it was put on the left side of the upper lip where the lumps were most pronounced. On (B)(6) 2020, the patient had another check-up after receiving hyalase as she felt that the lumps had become even more prominent and had experienced no effect of the hyalase treatment done previously. The general condition was still good, and there were no signs of infection. The lumps were not painful either. The patient was injected with 70 i.u. Hyalase, distributed on the same areas as was received the previous time, with most of it placed on the left side of the upper lip. The reporting physician also prescribed prednisolone [prednisolone] for 10 days. On (B)(6) 2020, 5 days after the last hyalase treatment, and start of prednisolone treatment course, it felt that it had become much better. The mouth did not look as skewed as it did previous time, and the lumps had become smaller. However, they were still there, and there was a need for another hyalase treatment both in the lips and on the left side marionette. The patient was going to see her general practitioner on (B)(6) 2020, to take crp test and for a general check-up. The patient had also started to get psoriasis outbreaks on the legs(psoriasis), so it was thought that she had something underlying going on in the body. Hence, hyalase treatment was withheld until end of that week/next week, since she became so swollen(implant site swelling). The lumps were not visible any longer, and were not painful/uncomfortable. The patient still had 5 days left of the prednisolone treatment course, and there was a possibility that they became even smaller after the treatment ended. So it was thought fine to wait a while. On an unknown date in (B)(6) 2020, the patient visited her general practitioner where crp was taken and was fine. On (B)(6) 2020, there was nothing to suggest that the general condition was reduced. The patient still had large lumps in both upper and lower lip, but a bit less since the previous visit. It was reported that right side lower lip felt better. The lumps on the right side of the upper lip spread slightly upwards. The patient felt that lumps in marionettes had become even bigger. The patient was injected with 125 i.u. Hyalase distributed over the mentioned area and was massaged well. On (B)(6) 2020, the patient herself felt that the lumps became somewhat smaller 1-2 days after the hyalase treatment, but then they came back and often moved a little. The lumps were almost as they were when she was there during the last visit. It was reported that the lump in the left side marionette had dissolved to some extent, but more small bumps had developed there, especially on the right side. The upper and lower lips were quite similar as to the previous visit. Also, lump formations had appeared on the left side nasolabial fold, reported to have been obviously from the skinbooster that was placed earlier. The patient was injected with 170 i.u. Hyalase, distributed over the mentioned areas. On (B)(6) 2020, up to 10 rock-hard nodules could be palpated in upper and lower lip, in varying size, both deep and more superficially at the wet edge. It was reported that 2 were larger and more diffuse and ther were very firm nodules on each side marionette area, as well as 3 smaller and superficial nodules in the nasolabial fold. The patient received 225 I. U. (Dissolved in 1 ml nacl [nacl]) hyalase in lips, marionette area and nasolabial fold. It was reported that the physician met such great resistance in the nodules that it required use of force to inject. Hence, the reporter suspected that, the hylase was not distributed and did not get access to all the filler that was wished to be dissolved. It was recommended to reduce the treatment interval from 1 week to 2-3 days. On (B)(6) 2020, the patient stated that she was no longer swollen in the lips in the morning, something she had experienced every morning from the day of treatment of the lips until (B)(6) 2020. The reporter could still palpate clearly defined and rock hard nodules in lips which were less defined, but were still very firm in marionettes. The patient received 4 vials, 600 i.u. (Dissolved in 50 ml nacl) of hyalase in upper and lower lip, marionette and left side nasolabial fold. The areas were massaged hard and long. On (B)(6) 2020, the patient stated a slight improvement in marionette and nasolabial fold, not in lips. The patient was started on dalacin [clindamycin hydrochloride] treatment course 300 mg, four times in a day for 10 days and another hyalase treatment on (B)(6) 2020 was agreed upon. As per follow up information received on 10-sep-2020, the physician had recommended antihistamine since the patient had a pollen allergy and he had experienced something similar before. But the challenge was that the patient had been on unspecified antihistamine [antihistamines] all the time. There were still hard lumps, after 4 rounds of hyalase without much effect. Outcome at the time of the report: lumps/rock hard persistent nodules was not recovered/not resolved. Encapsulation(encapsulation reaction) was not recovered/not resolved. Swollen was recovered/resolved. Psoriasis outbreaks on the legs was unknown. Tracking list: v.0 initial. V.1 fu received on 10-sep-2020 from another physician. Second reporter details and concomitant medication (antihistamine) were added.